Event description:
It was reported that there was a no disposable- alarm on both pumps and neither pump will prime using 100 ml cassette with flow stop. This is second cassette from same lot causing same alarm. No patient injury was reported.

Manufacturer narrative:
Catalog number is unknown. UDI information is unknown. Premarket (510k) number is unknown. No lot number was provided; therefore, device history record review could not be completed. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.